Event description:
It has been reported to philips that following a power outage , the system would not power on. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) replaced the main power control unit along with the f10 fuse and returned the system to use in good working order. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system on-site and confirmed the system was not booting up. The system logs were read. Troubleshooting identified that mains power distribution unit (mpdu) control unit had burn marks near several resistors on the board. Fse replaced the mpdu control unit and f10 1a fuse on the front of the mpdu and was returned to philips for further analysis. The part analysis confirmed the malfunction of mpdu control unit which had burn mark. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.